Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported clip expulsion and entrapment of device. The cause of the reported difficult imaging appears to be related to patient anatomy (enlarged atrium. Gap between the leaflets). The reported foreign body in patient is a cascading event of the entrapment of device. The reported unspecified tissue injury could not be determined. Additionally, the reported patient effect of tissue injury and foreign body in patient (dislodgement of previously implanted devices) are listed in the triclip system instructions for use and are known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, after the deployment, the clip was detached from both the leaflets and was deployed on the septal chordae of the right ventricle. The clip remained implanted and the procedure was terminated. The tr was reduced to grade 3+ post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.